Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet display cracked after a fall, and the user transitioned to backup therapy with no reported impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included collection of event details, product return, and device evaluation. Investigation of this device revealed physical damage to the display consistent with accidental impact, with no indication of device malfunction or systemic failure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device performance.